Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) as it was not possible to inflate the device and maintain the erection. The symptoms were present for a month prior to an initial appointment with the physician. The patient stated it was hard to feel the pump and had a decrease in libido. It was also noted that there was less drainage and there was some swelling on left corpus area due to buckling at the base of the penis. During the appointment a pump malfunction, and the migration, and crossover of the left cylinder were noted. A surgical procedure was performed in which the existing device was removed and another company device was implanted. During the procedure there was no evidence of infection but a patulous corpora aneurysm was identified. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, h2, h6, h10 updated.

Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) as it was not possible to inflate the device and maintain the erection. The symptoms were present for a month prior to an initial appointment with the physician. The patient stated it was hard to feel the pump and had a decrease in libido. It was also noted that there was less drainage and there was some swelling on left corpus area due to buckling at the base of the penis. During the appointment a pump malfunction, and the migration, and crossover of the left cylinder were noted. A surgical procedure was performed in which the existing device was removed and another company device was implanted. During the procedure there was no evidence of infection but a patulous aneurysm was identified. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.